Manufacturer narrative:
The field service engineer (fse) inspected the analyzer, cleaned the dilution vessel and sipper flow path and verified the analyzer's performance with ion-selective electrode checks, calibrations, and qcs. The investigation determined that poor sample quality, which contaminated the dilution vessel and sipper flow path had caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The creatinine reagent lot number is 841983. The hdl cholesterol reagent lot number is 790064. The expiration dates were not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable hdl- cholesterol gen.4 (hdlc4), creatinine (creap2) assay results from two patient samples tested on the cobas pure c 303 analytical unit. Patient sample (B)(6). Hdl cholesterol. The initial result was 117 mg/dl. The first repeat result was 45.9 mg/dl. The second repeat result was 45.5 mg/dl. The third repeat result was 45 mg/dl. Patient sample (B)(6). Creatinine. The initial result was 5.03 mg/dl. The first repeat result was 0.651 mg/dl. The second repeat result was 0.644 mg/dl. The third repeat result was 0.62 mg/dl.